Event description:
It was reported that pump malfunction occurred with malfunction code 16 and no notable events happened before issue, and caller had not received field correction notice related to pump. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support confirmed warranty and shipping details, provided storage mode and return instructions, and arranged replacement pump while advising customer to enter pump settings and reconnect continuous glucose monitor on replacement device.